Event description:
The polyethylene patella of my depuy total knee replacement broke into 2 pieces. This happened only 8 years ((B)(6) it broke) after the surgery with normal wear and tear. The patella markers were traveling up my thigh and the broken pieces floated around in my knee. We were told this knee could last up to 25 years. Depuy says 15 years or more. Had to have revision surgery with difficulty healing due to repeated incisions into scar tissue. The patella was replaced another and the doctor says I'll need to find another total replacement within ten years due to this "outdated" knee. The parts used were depuy lcs complete primary femoral #129403050 lot# 1850620, lcs complete rp insert #1294-05-512 lot #y848l4000, mbt keel tibial tray #129433150 lot #1934302, lcs complete m/b patella porocoat #1294-09-650 lot #1951298 and bone cement # 545031000. I want to know if there is a recall on the poly patella component. Thank you. Info stated in (B)(6) 2014: dr. Report and revision surgery prognosis.